Event description:
The customer returned the device stating, ¿the cassette alarm was persistent on even when the cassette was properly attached, the volume accuracy test couldn¿t be performed¿; during device evaluation it was found that the downstream occlusion seal was faulty. The event occurred during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the cassette alarm was persistent on even when the cassette was properly attached, the volume accuracy test couldn¿t be performed¿ was confirmed. The device event log/alarm history review showed multiple "cassette not attached properly" alarms. The probable cause was a faulty downstream occlusion (dso) sensor. The dso sensor was replaced. Unit reset to standard configuration and passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.